Manufacturer narrative:
This report is submitted on 06 january 2020.

Manufacturer narrative:
This report is submitted on 26 november 2019.

Event description:
It was reported that the patient experienced infection at implant site and was treated with antibiotics, however the issue could not be resolved. The receiver-stimulator was explanted on (B)(6) 2019 and the electrode array remains in-situ.